Event description:
It was reported that the insulin pump alarmed, indicating that the radio frequency device failed the self test. The blood glucose reading was 8.5 mmol/l. The caller advised that the customer was not using the insulin pump for insulin, only for the continuous glucose monitoring system. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The alarmed a64 noted during self test due to faulty electrical component on the radio frequency board. The insulin pump was received with high idle current and unexpected battery out limit due to open lcd driver on the lcd board. The insulin pump has cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.